Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lavh procedure, the hand activation buttons did not work. They got a new device to complete the procedure. There was no patient consequence.